Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified volume of normal saline on the primary line via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set to deliver an unspecified antibiotic. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the nurse noted the antibiotic had not infused and 250ml of the primary solution was delivered. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4) (B) (4).